Manufacturer narrative:
One (1) controller with unknown serial number was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and power sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of complaint sources data. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated ventricular assist device (vad) controllers exhibited power switching. The controllers remain in use. No patient complications have been reported as a result of this event.